Event description:
It was reported that this pacemaker was found to be depleting faster than expected. A save to disk was sent in for engineering analysis and it was confirmed that power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. A save to disk was sent in for engineering analysis and it was confirmed that power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. Technical services (ts) recommended device replacement because of this anomaly. As a result, device was explanted and replaced. No adverse patient effects were reported.